Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. On the same day, it was reported that the patient experienced excruciating pain while at work and was unable to ambulate, including walking to the bathroom. At that time, her continuous glucose monitor was not functioning due to sensor failure, and her dexcom device was not displaying any readings. She instead relied on fingerstick glucose monitoring, which registered as ¿high.¿ due to concern for severe hyperglycemia, she administered insulin immediately. Her son subsequently transported her to a regional hospital, where she was evaluated and diagnosed with diabetic ketoacidosis (dka) based on her clinical presentation and laboratory findings. A fingerstick glucose measurement performed by a physician revealed a critically elevated blood glucose level of 1079 mg/dl. At that time, the patient¿s cgm sensor continued to display a failure status, and she had not yet replaced it. During hospitalization, she received intravenous fluids, however, her blood glucose levels remained persistently elevated as monitored via accu-chek. She was treated with multiple doses of insulin, including regular insulin (humulin) and insulin lispro, to manage her hyperglycemia. The patient remained hospitalized until (B)(6) 2026. As of the most recent report, she continues to feel unwell, suggesting incomplete recovery following the dka episode. At the time of the report, she was not receiving any ongoing treatment or active medical management. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - movement disorder diabetes mellitus is a known cause of diabetic ketoacidosis.